Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device along with the atrial and ventricular leads was explanted due to pocket infection. The infection was noted two months after implantation. The patient's incision had a small hole or erosion, which the patient had ignored. The patient was stable post procedure.